Event description:
(B)(4) clinical study. Same case as MFR ID: 2134265-2010-03169, 2134265-2010-03168, 2134265-2010-03172. Same patient as MFR ID: 2134265-2008-02730, 2134265-2008-02729, 2134265-2010-02922, 2134265-2010-02920, 2134265-2010-03166, 2134265-2010-03171. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented with silent ischemia and a positive stress test. Current medications included plavix and asa. The target lesion was "aggressive" restenosis of two previously placed express2 bare metal stents located in the totally occluded left anterior descending coronary artery (lad). The lesion was treated with placement of two unknown size taxus liberte stents in the proximal and mid lad. At 209 days later, in stent restenosis was revealed at the 13 month study follow up visit. The event was treated with a cutting balloon with good results and the event was considered resolved the same day. There were no patient complications and no prolonged hospitalization. It is the opinion of the physician that the event is definitely related to the express2 monorail study devices.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).